Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) experienced a loose infusion set, which resulted in a blood glucose level of 243 mg/dl. During troubleshooting, it was identified that the site connector was loose, leading to leakage at the infusion site. The pwd replaced the infusion set and administered a correction bolus, after which blood glucose levels began to decrease. No patient injury was reported.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.